Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
After gamma3 surgery, the lag screw was found to be cut out. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2013.